Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia/atrial fibrillation (at/af) therapies were disabled on the right atrial (ra) lead due to the lead having an atrial lead position check failure. It was further reported that the implantable pulse generator (ipg) exhibited cautery electromagnetic interference ( emi ) . The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.